Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that,without the supporting relevant imaging, lab/pathology results and/or the analysis of the explanted components the root cause of the first thr revision and the second shell revision due to acetabular bone loss and screw breakage cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include patient anatomy or a traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
It was reported that the patient underwent a revision to change from thr to an emperion stem and a cemented all poly cup.